Manufacturer narrative:
The technician replaced both brake steer casters , the left brake caster and adjusted the right brake caster to repair the bed.

Event description:
Information received indicates, the bed is not braking.